Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator's exhalation port was broken. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's exhalation port was broken. There was no harm or injury reported. The ventilator was evaluated by a third-party field service center and the customer¿s complaint was confirmed due the unit arrived with dual limb cup broken. The device passed the evaluation as specified in the service manual. The devices particulate filter was missing.